Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found one broken pitch cable at the distal clevis hub. Therefore, intuitive motion was not being experience upon manual input of the disk knobs. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, placed prograsp forceps instrument in arm 1 during procedure and instrument would not articulate. We removed defective instrument and replaced with a new one. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There was no report of fragment(s) falling into the patient.